Manufacturer narrative:
(B) (4). The ge service rep found the f5 and f6 fuses were blown. He repaired the 24 vac power supply. The system operates as intended.

Event description:
The customer reported the temperature indicator was on and did not shutoff. No patient injury was reported.